Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of "222 and 144mg/dl" on the subject meter, obtained within 20 minutes of each other. The reported readings exceed lifescan's criteria for precision. The patient manages their diabetes with pills, diet and exercise. The patient reported increasing their usual dose of metformin in response to the alleged issue. The patient reported developing symptoms of "dizziness and blurred vision&#55297; few days later. The patient denied receiving any treatment for these symptoms. The cca walked the patient through a control solution test and the meter failed testing with results exceeding the range as printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia after the alleged issue began.